Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection (1g, once every three days, ongoing, route not reported), meropenem injection (1g, route, ongoing, frequency not reported) and fortum injection (1g, once a day, everyday, ongoing, route not reported) for peritonitis. Twelve days after hospital admission, the patient was discharged from the hospital. The patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.